Event description:
Patient reported obtaining back-to-back blood glucose results of 474 mg/dl and 114 mg/dl, while using the suspect device. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. The test strip drum in use, at the time of the comarison, was not returned to the manufacturer for evaluation.